Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient received a message saying, "the sensor is broken, please remove it," but when she removed the sensor, the "needle" (meant to be sensor wire) was gone. The patient consulted with the endocrinology and metabolism department on (B)(6) 2025 and they performed an x-ray, which showed that the "needle" (sensor wire) was still in her body. It was planned to remove the sensor wire at the dermatology department. The patient underwent a surgery with local anesthasia to remove the wire and the stitches were pending to be removed the following week on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 01/29/2025. It was reported that on (B)(6) 2024, the sutures were removed. The patient stated they are currently checking to see if there were any wires in the body tissue that was removed and have not received an answer. Therefore, another x-ray was taken, and the wire was not visible. As for future plans, they plan to hear the results on (B)(6) 2025 to confirm whether there were any wires in the body tissue that was removed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 02/10/2025. On (B)(6) 2025, the patient was contacted about the results of the procedure that occurred on (B)(6) 2025. It was reported that the extruded tissue from the examination did not contain any tissue suspected to be a sensor wire. An x-ray confirmed that there was no tissue suspected to be a wire and no further treatments/measures are planned. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).